Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device is not being returned.

Event description:
Voluntary medwatch report # mw5059008 was received reporting: "patient undergoing sinus surgery, endoscopic repair of skull base defect, advanced frontal sinus exploration with removal of bone and tissue from the anterior cranial fossa, left maxillary antrostomy. During this procedure, one of the burrs used, broke. There were no retained objects and no complications as a result. Reason for use: recurrent cerebrospinal fluid leak after previous repair." Follow-up with the initial reporter learned that the device is not available for evaluation. The initial reporter stated the bur appeared to be intact with no visual evidence of a break or fragments. Patient information was not available but it was confirmed there was no patient injury.

Manufacturer narrative:
Pt age, gender and weight: male (B)(6). Multiple attempts were made to obtain additional information from the initial reporting facility. As of the date of this report, no further information has been provided. As of this date, the device is not available for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Multiple attempts were made to obtain additional information from the initial reporting facility. As of this date, the device is not available for evaluation.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.